Event description:
It was reported that the pt underwent a plif for spondylolytic spondylolisthesis at l4/5 using posterior fixation. It was reported that a set screw backed out at right side l4, and a broken pedicle was found on the left side. The pt reportedly complained for pain increasing post op. The revision surgery was performed approximately three and a half months post op.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Post op films were reviewed. The pictures show that l4/5 plif with cage and posterior fixation. Right side l4 set screw shows backing out and loosening in the ap and lateral pictures. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog #7540100, was cleared in the united states.